Event description:
The pt underwent bravo capsule placement 2009, without complication and the study was a success. Four days later, the pt went to the ER complaining of severe chest pain. She was admitted overnight, evaluated, and sent home. Three days later, the pt returned to the ER with the same symptom. The physician who had placed the capsule, opted to remove it. The capsule was embedded and "strongly adhered" to the esophagus and the physician had a difficult time removing it. There was no tissue damage and no further intervention required. The pt recovered without sequelae.

Manufacturer narrative:
Final device analysis revealed no anomalies. Only the capsule was returned. The capsule trocar needle was advanced and blood and tissue were present.